Event description:
It was reported that the right ventricular (rv) lead failed. During the extraction procedure, a new rv lead was attempted to be implanted, but was unsuccessful due to the helix not extending or retracting. Another lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor fractured. It was noted that the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism. Damaged at implant. It was noted the lead was received with the distal coil distorted within the connector. The helix will helix will not extend or retract due to the distal conductor distortion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv lead failed. During the extraction procedure, a new rv lead was attempted to be implanted, but was unsuccessful due to the helix not extending or retracting. Another lead was successfully implanted. No further patient complications have been reported as a result of this event.